Manufacturer narrative:
The evaluation included review of submitted data, product historical data, and labeling for the sapphire platform. The exact cause of the low hemoglobin (hgb) results observed in the initial run could not be determined. The dilution-dependent parameters in the closed mode (wbc, rbc hgb, and plt) yielded significantly lower results compared to the repeat run performed in open mode. The evaluation could only provide possible causes for low initial results generated in the closed mode: short sample, not enough sample volume in the collection tube for closed mode testing, a clog or pinched tubing in the closed mode aspiration pathway, a clot in the sample was aspirated during closed mode aspiration. The cell-dyn sapphire operations manual provides troubleshooting and additional information related to this event. The complaint issue was an isolated incident involving one patient sample which was not repeated before reporting results to the clinician. No product deficiency was identified for the cell-dyn sapphire related to the complaint issue.

Event description:
The account generated a falsely depressed hemoglobin of 6.72 g/dl with patient sample ID (B)(6) that repeated hemoglobin of 12.6 g/dl when processed on the cell-dyn sapphire. No impact to patient management was reported.

Manufacturer narrative:
Patient identifier, did not contain enough spaces for the entire patient identifier. The entire patient identifier is (B)(6). (B)(4) a followup report will be submitted when the evaluation is complete. Evaluation in process.